Manufacturer narrative:
Qn# (B)(4).the customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned engaged. The stapler was returned with a partially loaded staple at the front of the device. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 2 staples left in the cartridge, indicating at least 33 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The stapler was returned with a partially loaded staple at the front of the device. Upon full engagement of the trigger, the partially loaded staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staple was fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jam - staples not releasing" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block without re-opening. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "in the second half of the use of staples, staples are not coming out properly. After that, they took a new device. There was no patient injury, but harm to users and lengthening of the operation time as new device was needed and additional costs as extra devices were needed."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in the second half of the use of staples, staples are not coming out properly. After that, they took a new device. There was no patient injury, but harm to users and lengthening of the operation time as new device was needed and additional costs as extra devices were needed."